Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was previously reported that the device system was used to deliver hydromorphone, bupivacaine, and clonidine. Correction: the device system was used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Conclusion code: no longer applies to this event.

Event description:
It was reported that the patient experienced back pain. He had not been getting any relief for a few months. The patient believed that the pump was not working. The patient¿s wife called the healthcare provider¿s (hcp) office. A manufacturer representative met the patient at the hcp¿s office and pump logs were checked, which displayed no events other than pump refills. The elective replacement indicator (eri) was to occur in 6 months and the patient wanted the pump replaced. The hcp was notified and no catheter dye study had been ordered at the time of this report. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. It was later reported that the device system was used to deliver morphine, bupivacaine and clonidine. At the time of this report, no replacement had been scheduled.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.

Event description:
It was later reported that the patient experienced a gradual loss of therapy. No rotor or dye studies were performed. The pump and catheter were explanted on (B)(6) 2015 with a concurrent lumbar fusion. Per pump logs from this date, the elective replacement indicator (eri) occurred on (B)(6) 2014, with a scheduled to replace by date of (B)(6) 2015. It was indicated that there was no patient injury. Following the system explant, the patient recovered without sequela. The device system was used to deliver hydromorphone, bupivacaine, and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.